Event description:
It was reported that an error code occurred on the external pulse generator (epg). Technical services explained possible reasons why the error code could occur and recommended removing the battery to reset the epg. The device then worked as designed. The error could not be duplicated. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).